Event description:
The reporter stated that the surgeon attempted to insert a cq2015 three piece collamer lens and the lens haptic tore. No patient injury. Surgery was completed with another lens.

Manufacturer narrative:
Results- visual inspection of the returned product showed that one lens haptic was torn off and missing and the lens optic is torn. Clear surgical residue/debris on the product. Conclusion- based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.